Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log. Visual inspection of the motor assembly revealed a pump side adapter screw wedged between the cams and molded fingers. Evaluation found the screw would intermittently prevent the cam shaft from rotating. Evaluation determined the cause to be a dislodged pump side adapter screw. The motor assembly, cam shaft assembly, valves and fingers were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.